Event description:
Customer's medical dr called to report that customer was hospitalized for high blood glucose levels. The dr also reported the insulin pump was alarming no delivery. Troubleshooting was performed and insulin pump passed required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.